Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial/lot #: (B)(4), ubd: 06-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for essential tremor and dbs (deep brain stimulation) therapy indications. It was reported that the patient was experiencing adverse side effects. The issue being reported was the manufacturing of the extension. It was noted that the stiffness continued a longer distance than typical leads where the extension connects to the battery. They said a normal extension was only stiff on the part that inserts into the generator and then is slack upon exit, but this extension remained stiff for a few centimeters past the connector. There were no impedance issues when fully connected, and impedances were checked multiple times during implantation and post-op. The main complaint was it does not allow the extension to coil around the battery nicely. There were no environmental, external, or patient factors reported to have led or contributed to the issue. No interventions were taken, as the device was implanted as normal and working as expected. The issue was considered resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
It was previously reported the patient was experiencing adverse side effects. This was reported incorrectly as it should have said the patient was experiencing no adverse side effects. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.